Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified right superficial femoral artery (sfa). After a guide wire crossed the lesion, pre-dilatation was performed with a 2x20mm coyote¿ es balloon catheter; however, there were some indentation that remained. The device was replaced with a 3mm x 20mm x 144cm coyote¿ es balloon; however, it was unable to perform the dilatation and during the second inflation, when the pressure was increased to 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3x20mm coyote nc balloon catheter. No patient complications were reported.